Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mcg/ml prialt/ziconotide at a dose of 0.6 mcg/day and 13.3 mg/ml bupivacaine at a dose of 0.798 mg/day via an implantable infusion pump for non-malignant pain. It was reported that during a catheter replacement, the pump was removed and emptied and a different concentration of drug was refilled in the pump. All of the previous drug was not completely removed when the new drug was placed in the pump. The previous concentration was prialt 15 mcg/ml and bupivacaine 12 mg/ml and at a dose of 2.69 mcg/day. The new concentration was prialt 10 mcg/ml and bupivacaine 13.3 mg/ml. The rep suggested waiting for new drug or filling the pump and putting it at minimum rate until they could get the correct concentration in the pump. After priming the catheter the patient would still get the old drug that was in the inner tubing. The patient had not been getting any drug for the last two months. The physician was notified that this took place and that the concentration had now been altered. The physician said that the rep should put unknown concentration in the pump and to set the dose per day lower at 1.5 mcg/day. The physician and pa both agreed that the two concentration levels were not different enough to make a difference in the patient. They would like to start the patient on an even lower dose per day due to the patient being basically without drug for two months. They decided to drop the dose down to 0.6 mcg/day. The programming was approved and the pump was updated. The patient was to follow-up with the managing hcp. The issue was resolved at the time of this report. The patient's status was "alive - no injury" and no symptoms were reported. No further complications were expected or anticipated.